Manufacturer narrative:
(B)(4). D10: (B)(6), g7 osseoti multihole 48mm c, 66403727. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was difficult to insert. There was a three (3) to five (5) minutes delay in surgery to replace the product. No consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified minor scratches to the i.d. Surface. There is a nick on the high wall and o.d. Surfaces. Multiple anti-rotation scallops have deformations. The outside rim lock surface has a slight groove present. No other damage was noted during visual evaluation. Where measured, the device was conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.